Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering high impedance on both a system diagnostic test, and a normal mode diagnostic test. X-rays have been taken and were stated to have looked normal. All attempts for further info, and to have a copy of the x-rays sent to the manufacturer for further review, have been unsuccessful to date. The pt had the device replaced, but attempts to have the explanted device returned for analysis have been unsuccessful to date.